Event description:
It was reported that during routine generator exchange on (B)(6) 2021, insulation breach on the right ventricular (rv) lead was observed. The physician elected to cap and replace the rv lead during the procedure. The patient was in stable condition.